Event description:
A consumer reported that following use of this product, she experienced discomfort and diminished vision while wearing lenses. She switched to another product and the symptoms resolved. Upon rechallenge of this product, eye redness and discomfort occurred within three hours. In a follow-up, the consumer reported having allergy issues with this product. There are two medical device reports associated with this event. This report is for the first bottle of solution that was used.

Manufacturer narrative:
Evaluation summary: the actual complaint product was not returned, the customer returned eight unopened bottles of solution. No other anomalies observed. The complaint history for this lot was reviewed. There were seven other complaints of a similar nature reported - of "redness", "discomfort", and "allergy"; there were no other complaints of "diminished vision" reported. Based on reported customer complaints, the complaint percentage nonconforming for this lot is (B)(4). Review of the compounding, filling and packaging mbrs (manufacturing batch records) show them to be acceptable. A review of the stability data for this product formula, currently enrolled in the stability program, was conducted and all lots remain within specifications. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component qa inspection testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. A retention sample from this lot was tested and the results were found to be acceptable. No root cause can be determined. Additional info was requested and received. (B)(4).